Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the printer jammed ever 6 inches causing distorted results. An alternate device was employed for the procedure. User reported surgery was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.